Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. It was reported that the surgeon wanted to change the trajectory of the bone screw and during removal of the crosslink the setscrew stripped and would not separate from the rod. The rod and the crosslink were removed and replaced with new implants. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Additional info: visual and optical examination confirms crosslink set screw is stripped. Hex driver microscopically appears to have been fully engaged in hex. No visual evidence of misalignment identified. Unable to verify hex width conformance to print specification. After visual and optical examination, no evidence was found that would suggest a defect in manufacturing or processing of the implant components; unable to definitively determine specific root cause of the foregoing event due to exclusion of associated instrument from complaint return.